Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they have a sensor alarm going off and they were having trouble getting their test strips out. The customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at home in a power wheel chair. The customer was not able to treat by themselves. The customer experienced symptoms such as incoherence and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the paramedics took over care of the customer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on july 5, 2017 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 171 mg/dl at the time of the call. The customer had called previously but was not making sense to the medtronic representative who then called paramedics. Troubleshooting was completed. The customer had originally called about sensor issues. The insulin pump will not be returned for analysis.